Event description:
Lead was explanted due to inappropriate shocks caused by noise. During removal, the lead sustained damage and could not be sent for analysis. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.